Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ malposition: unable to observe as it is not related to the device. ¿ rupture: not observed. As per the investigation procedure, creases, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a3a; b6; d9; h3; h6.

Event description:
Healthcare professional reported left side "rupture," "creases," and "stickiness on implant gel bleed." Device was explanted.

Event description:
Healthcare professional reported "rupture." Healthcare professional later reported "any creases" and "stickiness on implant gel bleed?". This record is for left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.